Manufacturer narrative:
On 16-sep-2020, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with mentor memorygel breast implant 550cc gel breast prostheses on (B)(6)2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor received additional information about the event: - the patient¿s date of birth is (B)(6) 2020 - it was initially reported that the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 550cc gel breast prostheses on (B)(6) 2020. New information received states that patient underwent unilateral right breast explantation and replacement with a mentor memorygel breast implant 650cc gel breast prosthesis on (B)(6) 2020. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 21-oct-2020, the mentor failure analysis lab received the device for evaluation. On 29-oct-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. During the visual inspection, the device was found to be ruptured. It was received in two pieces. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Rupture complaint information is consistently analyzed and monitored by mentor quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction procedure with a mentor memorygel breast implant 550cc gel breast prosthesis that ruptured after implantation. Rupture of the patient¿s right breast prosthesis was confirmed by ultrasound. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.